Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that the aviva meter has a splotched screen and back of meter is melted. Customer also stated the meter smelled like smoke. Also, corner of code key appears burned. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.